Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the highly calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0mm apex and a 2.5mm quantum coronary balloon; the residual stenosis was 80%. The 2.50x24mm taxus liberte stent delivery system (sds) was advanced but the stent became bent on the calcified lesion. The sds was removed and the physician completed the procedure with other device. No patient complications were reported and the patient's current condition is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)